Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an issue with the patient's onetouch ultramini meter testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1:30am. The patient manages his diabetes with humulin insulin. Due to the alleged issue, the patient skipped his usual dose of insulin (amount not specified). After the alleged issue, the reporter claims the patient was "shaking violently" and felt tight around the chest. By 2am that same morning, the patient was administered humulin insulin (5 units) as treatment. The patient did not test his blood glucose on another device. At the time of troubleshooting, the cca educated the reporter on the correct testing procedure and walked through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.